Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump requires full reset after each battery change. It was found and confirms in the alarm history that the insulin pump alarmed. Customer's blood glucose was 11mmol/l. Advised customer the insulin pump would be replaced. No further information provided.